Event description:
It was reported that the pt had pneumonia, strokes, and shingles; the pt's cause of death was not reported. The pt's death was reported to be unrelated to the implanted system. The device system was used to deliver morphine sulfate.